Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 18mmx2.75mm target lesion was located in the severely tortuous and calcified right coronary artery. After pre-dilatation, a 2.75x20mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross and during withrawal, it was noticed that the stent struts were lifted. Dilatation was performed again and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75x20mm stent delivery system was returned for analysis. Visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent (od) outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 18mmx2.75mm target lesion was located in the severely tortuous and calcified right coronary artery. After pre-dilatation, a 2.75x20mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross and during withdrawal, it was noticed that the stent struts were lifted. Dilatation was performed again and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.